Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer logfile and benchtop testing was unable to reproduce the behavior.

Event description:
It was reported that during an in-clinic threshold test, this programmer touch screen was found to be unresponsive. The programmer was exchanged to resolve the event and no adverse patient effects were reported. The programmer was received for analysis.